Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size diameter abdominal aortic aneurysm on an unknown date. It was reported that during routine follow-up, aneurysm enlargement was noted, with an increase in diameter to 87 mm. A laparotomy was performed and it was confirmed that there was bleeding from 3 pinholes in the endurant ii limb. A thrombectomy within the aneurysm and wrapping for the hemorrhage part were performed. The blood vessel was sutured, and then abdominal closure was performed. As per the physician, the cause of the event was bleeding from the pinholes in the stent graft. No additional clinical sequelae were reported and the patient is fine.